Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility and peri-implantitis.

Event description:
Peri-implantitis and mobility were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation procedure (allograft) was performed at the time of surgery.